Event description:
Impedances were greater than 40,000 ohms. This appeared to be at implant. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).